Event description:
It was reported that during a colon resection procedure, the device cut, but stapled partially. Another device was used to complete the case. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/01/2008. Information anticipated, but unavailable at this time.